Manufacturer narrative:
No other serious arrhythmias were exhibited prior to the event while the pt was in the step down unit. Co was contacted on 6/2/97 and the pt waveform data (full disclosure) was received and reviewed by a vitalcom arthythmia engineer. The data showed that there was significant pacer overshoot/undershoot and the amplitude of the overshoot/undershoot was close to the amplitude of the qrs's. It appeared the pacer filter was set very high at least 40-50 msec (factory default is 25 mscec) however, when asked, the hospital nurse did not know what the filter was set at. Furthermore, at the onset of vfib, the device (arrhythmia) missed approximately every third "flutter" wave due to the presence of the a-v pacer flags preceding the waves which resulted in only a slight increase heart rate. Vitalcom discussed with the hosp nurse that using tighter heart rate thresholds on fixed temporary pacers to detect subtle rate changes would be beneficial for these type of pts. It is well established in the industry that no arrhythmia is perfect. Co cautins pacer users in co's operator's manual. Co's cautions state: "cautions to pacemaker pts" rate meters may continue to count the pacemaker rate during occurrences of cardia arrest or during some arrhythmias. The user should not rely during occurrences of cardiac arrest or during some arrhythmias. The user should not rely entirely on the rate meter alarms. Keep pacemaker pts under close surveillance." Additionally, another caution states: "caution, high-risk pts: the instrument may not produce an alarm from some pts who experience potentially lethal arrhythmia. The user should not rely entirely on the alarms. Maintain high-risk pts under close surveillance." During co's discussion on 6/26/97, the hosp stated therir technicians may only look at the monitors ever 5 minutes. Co discussed that no perfect arrhythmia exists and that the hosp should establish their standards for monitoring to assure proper surveillance. Additionally, in 10/96 and 2/97 co provided training on the monitoring device as well as discussions regarding leaving the monitor unattended. Again in 4/97, co provided training and reviewed with the hosp the proper utilization of the monitoring device. The tech providing the training noted: "I failed to note any problems with the vitalcom system, only with the way in which it is being worked." Vitalcomm feels that the user has been continually trained in the proper use of the monitor. Co has another meeting in august to continue to work with the hosp to try to have their monitoring technicians closely review the real-time monitoring strips and history data of high-risk pts.

Event description:
On 5/11/71 a 71 yr old male post-bypass pt on a temporary pacer eas placed in a stepdown unit. The pt was unstalbe and after twelve hrs a vfib occurred. The pt died six minutes later. The hosp nurse stated that the device did not call the vfib on the paced pt.